Event description:
The customer reported during testing of the ventilator the blower shut off. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the ventilator was displaying an occlusion message. Pse advised the biomedical engineer evaluate and replace the blower or motor controller pcb board to address the reported problem. The biomedical engineer reported during evaluation the blower appeared to be seized up. The biomedical engineer reported the blower was replaced and testing passed. The biomedical engineer reported replacement of the blower resolved the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.